Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was noted that the lead had dislodged. The lead was explanted and replaced. The patient was recovering and in good condition.